Manufacturer narrative:
The pt info provided in conjunction with the metallurgical analysis results suggest that this event would not be associated with the device but rather would be pt related. The pt's delayed union of her femoral fracture was most likely the contributing factor for the alta 8 hole channel plate breaking due to material fatigue.